Event description:
Reported due to a partial occlusion requiring an intervention. The physician attempted an arteriotomy closure using a starclose device after a diagnostic procedure. A femoral angiogram was performed with the following results: punture site was confirmed to be in the common femoral artery (cfa), which was reported to be five (5) mm. With moderate calcification. The vascular surgeon later stated that there was "quite a bit of calcium. There were no problems noted during device insertion, deployment, or removal. However, it was later determined the physician "was not pulling the device far enough back to have good contact with the anterior arterial wall." It was reported to be a "good dry close without oozing." "Good pulses" were noted after the procedure. It was reported the patient "lost pulses early" the next morning and was sent to surgery. Surgical report states general anesthesia was used during the successful thrombectomy and clip removal. The patient was discharged home the following day and was reportted to be "fine." This event did prolong the patient's hospitalization.